Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt, serial: (B)(6). Product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues charging their controller and the issue began around the 15th. Patient stated the controller would only charge if they held the ac power supply cord, but as soon as they let go of the cord, the controller stops it's charge. Patient mentioned they tried resetting the controller a couple times but that didn't resolve the issue. Agent walked patient through removing the battery pack and plugging controller into a wall outlet. Agent had patient inspect the ac power supply cord; patient confirmed there was no visible damage. Patient stated that their controller did not power on and that there was no green light on the ac power supply box; agent had patient try a different outlet. Patient tried a different outlet and confirmed there was a green light on the outlet box. Patient then stated controller was at 0% and implanted neurostimulator was at 60%. Patient mentioned that they charge every night and went to charge last night and had to hold the cord with their hand to get their controller to take a charge. The issue was resolved. The manufacturer representative (rep) then saw the pt was having some issues with the controller. Mdt rep. Said the controller volume would not decrease. Mdt rep. Clarified that when they pressed the down button, the down button did not appear to be working. As a result, pt could not turn therapy down, but could turn therapy up. Mdt rep. Accessed the "time" menu sub-screen and tried to press the down button to change the time, but the down button did not work to change time. Up button worked. Mdt rep. Confirmed rattling inside controller. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Product type h3: analysis of the controller found replaced cracked/worn/broken front case. Replaced broken/cracked rtm/power connector support. Replaced therapy dome array button switches on main board. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Cleaned charger rtm connector. Excellent recharge status. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.